Manufacturer narrative:
One device was returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device. A search of the complaint data base was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The device has returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The account alleges that during a coronary angiogram via, radial artery access, the iq core wire was exposed and perforated the patient's brachial artery during wire manipulations. The physician removed the wire and applied manual pressure to the artery. Hemostasis was achieved and the patient is doing well.